Event description:
Co believe's the instrument used may be catalog number 7480144, self-retaining break-off driver. The product was not returned, so co was not able to evaluate the instument. Based on the investigation, co believe's that the hospital may not have been following proper procedure in the use of the driver and an associated instrument, the t27 obturator. The surgical technique states that "at any time following the set screw breakoff, the t27 obturator may be inserted into the cannulated shaft of the self-retaining break-off driver to release the broken-off sections of the plug's heads which have been retained in the driver." The hospital was contacted and stated that they did not know if they were using the t27 obturator, but it did not "sound like they were." They were going to investigate and ensure that the process was implemented, if needed. Co has only had 2 reports of this type of incident with the use of the 7480144, and both are from the same hospital.

Event description:
Spine break-off screw instrument had a piece of the set screw left in the instrument.